Event description:
Additional information was received from the patient and it was reported that pt states she is having a lot of problems with her stimulator and believes she is rejecting this. Pt states her leg is hurting her and can see the ins poking out and very loose in her body. Pt states she's upset and is in a lot of pain. Pt states her groin is swollen and had to get this checked, pt states she is bipolar and cannot handle this anymore. Pt states she has a wonderful healthcare provider (hcp). Pt states ins is pushing down lateral leg and has also lost a lot of weight. Pt states at night when lying down presses down and cannot wear pants as this presses down. Pt states in (B)(6) 2021 she turned off the ins and has had this turned off ever since. Pt states when ins is on pain down legs and hurts bad and has to have this kept off. Pt states when device is on, groin swells up. Pt states she's not complaining about this but som ething is going on with her. Pt states she feels sick and thinks body is rejecting implant. Pt states the area of ins is very warm and tender. Pt states back is ok. Pt states 2018 this all started. Pt states she also lost 40 lbs because of stress. Pt states she thinks that is why the ins is coming to surface because of her weight loss. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said that they were in pain that started "a while ago". The patient said that they had a back surgery and had the stimulation off for awhile (pt confirmed stimulation was currently on). The patient said that they had an x-ray yesterday to ensure that the leads were okay (pt did not give results of x-ray) however, said that they were going to be meeting with a rep on tuesday. The patient mentioned that since they had lost weight, they were having a hard time with the pulse width. The patient was directed to keep working with the hcp/rep for programming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was concerned that ¿something wasn¿t right with their machine¿ because they were getting weird feelings in their legs. The patient stated that they were telling their doctor that something wasn¿t right. The patient stated ¿its ok. That can happen on a daily basis, they could feel different things¿. The patient also stated that they have stress and other things that may have affected it too. The patient stated that they spoke with their rep about this and they said ¿they can run something through it and see what¿s going on¿. The patient stated ¿we turned it off one night and the pain went away¿. The patient also mentioned they have been on their feet a lot and were in physical therapy, which may also be affecting their legs as well. The patient stated they were feeling good, but they were ¿having a hard time with rate and intensity¿. They recommended that the patient follow-up with their healthcare provider (hcp) or rep regarding their wishes to have a device check or possible reprogramming. Patient services reviewed expectations regarding how rate affects stimulation sensation. The weird feelings in the patient¿s legs began about three weeks ago in (B)(6) 2018. No further complications were reported/anticipated.